Event description:
The customer reported that the central nurse's station (cns) was experiencing intermittent signal loss with 5-6 telemetry transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was experiencing intermittent signal loss with 5-6 telemetry transmitters. The cns was also monitoring bedside monitors (bsms). Nihon kohden technical support (nk ts) noted that the transmitters were on separate floors in different areas of the hospital, with no single antenna branch to focus on. Nk ts asked the customer to check the power on the antennas. They found that one antenna was powered off. They stated they would call nk ts back once a replacement antenna was retrieved. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: as the customer failed to respond to follow-up attempts to resolve the issue, a root cause cannot be determined. Nk ts found that the cause of the issue was likely related to the hospital's antennas and recommended that the antenna be swapped with a working unit. Root cause is likely related to antenna failure.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was experiencing intermittent signal loss with 5-6 telemetry transmitters. The cns was monitoring bedside monitors (bsm(s)) with telemetry devices, and three patient receiver devices (org(s)). Nihon kohden technical support (nk ts) noted that the transmitters were on separate floors in different areas of the hospital, and that there was no single antenna branch to focus on. Nk ts asked the customer to check the power on all of the antennas. The customer found an antenna that was powered off and said he would call nk ts back once he was able to retrieve a replacement. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were used in conjunction with the cns. Telemetry transmitters: model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Bedside monitors: model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Patient receivers: model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Antennas: model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) was experiencing intermittent signal loss with 5-6 telemetry transmitters.